Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bullet needle detached from the suture. There was no reported patient injury.